Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a heart catheterization diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second perclose proglide was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date not reported. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Analysis of the returned device indicated that the posterior foot was broken due to the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. Based on the investigation, the probable cause was determined to be related to the operational context during use and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.